Event description:
On 2nd september, 2022 getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight was broken with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea 100. It was stated the headlight was broken with missing particles. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, this malfunction happened due to mishandling of user. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since the crack of the cover, leading to missing particles could be considered a technical deficiency, and in this way the device contributed to the event. The provided information indicate that upon the event occurrence, the device was not being used for patient treatment. When reviewing reportable events for these types of issues we were able to establish that the failure ratio of cracked cover, leading to missing particles, is moderate. We have been able to confirm that the investigated issues have never led to serious injury or worse, to our knowledge. As stated by the subject matter expert at manufacturing site the breakage is due to a misuse. This scenario was also confirmed by the getinge technician, who stated that "this happens due to mishandling of user". In the chapter 4.4 of the user manual for lucea 50/100 (IFU 01741 en 10, pages 31-36) it is mentioned how to handle and position correctly the light. With this information at hand, the root cause was established as user error. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.